Event description:
It was reported by the aci vascular closure specialist that a 67 year old patient underwent a diagnostic coronary procedure on (B)(6) 2012. Access was obtained just above the bifurcation via a 6f sheath (unknown model). Following the procedure, the technician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon ruptured at the second stop. The device was removed and the patient was converted to 15 minutes of manual compression. Hemostasis was achieved with no further complications. The patient was ambulated and discharged to home as originally planned on (B)(6) 2012 with no reported clinical sequela.

Manufacturer narrative:
Visual inspection of the returned device at high magnification confirmed that the source of the leak was a longitudinal tear in the balloon, approximately 5.5mm from the balloon proximal tip. No other source of a leak was identified. Based on the information provided and the investigation performed, the root cause of the tear could not be determined. The review of the lhr (lot f1215902) indicated that the device lot met all established performance criteria prior to shipment.